Event description:
It was reported there is an intermittent problem with the programming head. The programming head was replaced and still having the same problem. It was questioned if the connector is loose. It was also noted that during interrogation the programmer displayed an error. The power was recycled and the error cleared. The programmer was returned for repair. The programming head and analyzer were returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Intermittent telemetry; loose ECG (electrocardiogram) and rf (radio frequency) head connectors. (B)(4) rf head cable found out of electrical specification. (B)(4) analyzer failed system and functional tests; adaptor found out of electrical specification.

Event description:
It was reported there is an intermittent problem with the programming head. The programming head was replaced and still having the same problem. It was questioned if the connector is loose. It was also noted that during interrogation the programmer displayed an error. The power was recycled and the error cleared. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.